Event description:
The customer reported that the AED will not power on and the asi is flashing red. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on and the asi is flashing red. The maintenance schedule is reported as quarterly. The battery has an expiration date of january 2025, and the pads have an expiration date of september 2024. Communication with the customer: the asi is flashing green with the alternate battery. Advised the customer that the product warranty has expired and referred to the distributor. Reviewed proper maintenance and the user instructions for use. The caller stated they will purchase a new battery pack and pads and start checking the unit weekly. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories; check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.